Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually inspected. All commissures were intact. All leaflets were in the closed position and were found to be flexible and intact. A slight prolapse or crease was observed in the right cusp adjacent to the left right inferior coaptive area. The leaflets appeared misaligned or extended at the point of coaptation with the lunula of the non-coronary cusp above the free margin of the right cusp. A subject matter expert from manufacturing performed the measurement of the depth of the lunula between two opposing cusps. The difference in the depth of the explant was measured at 3.2 mm between the right and non-coronary cusps. Since this measurement was performed on the explanted valve, it may not represent the measurement performed during final inspection due to downstream processing. Also, because the valve was implanted (with blood contact) and subsequently decontaminated, the blood remaining on the valve may effect geometric changes and result in this slightly higher measurement. In vitro testing was performed and the valve was tested in-house on the pulse duplicator at 70 beats per minute/65% diastole; c.o. Of 5 l/m. The gradient, effective orifice area, and regurgitation results showed that the valve functioned normally as compared to historical results for this device. High speed video showed the non-coronary leaflet was taller than the right and left cusp from the outflow view. Observation of the video showed that all three leaflets opened fully and came to full closure. Full opening and closure was observed at all cardiac outputs and backpressures which was consistent with the pulsatile flow results. The inflow video showed no prolapse of the non-coronary leaflet. Upon closure, all three leaflets aligned equally along the coaptive plane. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The gradient, effective orifice area, and regurgitation results showed that the valve functioned normally as compared to historical results. The explant analysis and evaluation results determined that the leaflet alignment difference between the right and non-coronary showed no impact on the leaflet coaptation. The device was found to have functioned as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the physician noted that the leaflets were hanging at different levels causing a prolapse. The device was explanted and replaced during the same procedure. No further adverse patient effects were reported.